Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention treatment procedure, stent damage occurred. The moderately stenosed, 20mm target lesion was located in the moderately tortuous left anterior descending artery. The lesion was predilated with a 3.5x20mm balloon at 11atms. While preparing the taxus liberte 3.50x20mm stent delivery system (sds), the stent became kinked. The device never entered the patient's body. The procedure was able to be completed with another of the same device with no patient complications. The patient was reported to be "stable" post procedure.